Manufacturer narrative:
Testing of retain and returned vials was performed with known fyb+ samples. All results were as expected, no false negative results were obtained. The returned donor segment was also positive, a 3+ reaction was obtained with both retain and returned vials.